Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. It was also reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Customer¿s blood glucose value was 428 mg/dl